Event description:
During a declot procedure to the patient's left forearm dialysis graft, the physician was removing the embolectomy catheter through the sheath when the balloon on the catheter became dislodged inside the vessel. The physician reaccessed the graft and found the balloon in the graft but was unable to snare the balloon with the snare device. A 6 cm x 5 cm covered stent was placed over the balloon and verified flow thru the graft. There was no apparent injury to the patient.